Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection of the left common iliac artery was reported when the delivery catheter system (dcs) was pushed into the highly tortuous site. Subsequently, a stent was implanted. No further adverse patient effects were reported.